Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The defib cable receptacle was replaced as a precaution. A new multifunction cable was returned with the device. The customer was advised to discard the old multifunction cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.